Event description:
Endogia stapler ref# egiaunivxl used with endo gia universal articulating reload ref#(B)(4) by the dr. Would not fire. He squeezed the handle and deployed the stapling device and pulled the lever back but the stapler would not open. The rep was called into the room to help trouble shoot. Another stapler was used to cut the tissue next to the malfunctioning stapler to release it. It was removed from the patient along with the specimen. Notes from the operative report: ..."due to his indistinct fissures, he is not a good candidate for a segmental resection and we eventually were able to work our way around the pulmonary artery and divided this using a stapler. With the artery divided, we then worked on the bronchus. We found the bronchus intermedius and then the take off of the middle lobe bronchus. We directed a stapler to not narrow the middle lobe take off. A mediastinal node dissection had been carried out earlier in the case and these areas were hemostatic. We weaned all the nodes appropriately per their location. After the artery and bronchus had been divided, we completed our parenchymal transection. This left only our inferior pulmonary vein and after thinning up the tissue around this site, we placed the endo-gia stapler to divide this. There was a slight difficulty with the actual stapler itself leading to stapler being somewhat fired, trapped on the tissue and we were able to further dissect and opened the pericardium slightly on this side, which allowed us further access on to the left atrium. We were able to place a second stapler below the first stapler and divide this. This then allowed our stapler to be free and the specimen to be free as well. At this time, we were able then to remove the stapler without worry from the specimen side."...the patient tolerated the procedure well.